Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-01469. It was reported the patients system was auto reducing resulting in ineffective stimulation. Troubleshooting revealed both high and low impedance. As a result, surgical intervention was undertaken during which the patients leads were explanted and replaced with a different model resolving the issue.

Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.